Event description:
Interventional radiologist was attempting to perform a transjugular intrahepatic portosystemic shunt. Initial access to the portal vein was attempted with suspect medical device. An attempt to access the portal vein was unsuccessful because of the blunt nature of the needle. The radiologist attempted to remove the tfe catheter but when he did so a small portion of the catheter sheared off and remained in the pt. The retained piece of catheter was not within the portal vein or the hepatic vein but was actually within the parenchymal tract just outside the portal vein. The suspect medical device (with the exception of the sheared off piece) was removed from the pt and a ring access colapinto needle was then used to successfully enter the portal vein and the portal venogram was performed. No adverse affects have been reported at the time of this report. The original packaging was not saved for evaluation. Reporting facility had lot # 1197588 in stock at the time of the event.